Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating the particles were removed from the eye during the initial surgery and there was no need for additional surgery.

Manufacturer narrative:
Three unopened and one used company (d) cartridge were returned for lot #3270434. The used company (d) cartridge was evaluated. Inadequate viscoelastic is observed in the cartridge. The cartridge has evidence of placement in a handpiece. The tip is bent and has stress. Damage is observed on the right side. The cartridge was cleaned for further evaluation. Topcoat dye stain testing was conducted with acceptable results for the presence of topcoat; disruption in coating is observed on the right side. One of the three returned unopened company (d) cartridge samples was pulled randomly for evaluation. The sample was visually inspected with no damage or abnormalities observed. The cartridge was functionally tested per the dfu. No lens or cartridge damage was observed after the lens delivery. No foreign material observed on the lens post-delivery. The cartridge was cleaned for further evaluation. Topcoat dye stain testing was conducted with acceptable results. Company product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if a qualified lens, handpiece and viscoelastic were used. The root cause for the reported complaint could not be determined. Based on the review of the returned used company (d) cartridge, the reported foreign material was most likely internal coating material from the company (d) cartridge tip. The used company (d) cartridge showed an inadequate amount of viscoelastic. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. It is unknown if a qualified lens, handpiece and viscoelastic were used. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, there were multiple events of plastic particles that were released. Patient impact is unknown. Additional information has been requested.